Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed a falloff test. The failure was isolated to a damaged j704 cable connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.